Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's atrial lead presented with inappropriate automatic mode switch due to lead noise. Since there were no other issues on the lead, the physician elected to continue monitoring and no changes were made. The patient was stable.